Event description:
It was reported that during the surgery, the handpiece started to get very hot and then the control unit started to smell of a burning odor. The handpiece was changed, but the control unit still smelled. This handpiece was then tired on another control unit and it stalled. Both handpiece and control unit were swaped out and the surgery completed without further incident. There were no reported injuries to the patient.